Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to a decision for patient care (recovery vs left ventricular assist device vs palliative care). It was reported after the delivery and just after initiation of support of the impella 5.5, the patient experienced ectopy which was caused by the position of the impella. The impella was repositioned and left deeper than recommended in the left ventricle to avoid further ectopy. The following day on (B)(6) 2023 the patient experienced ectopy when moving, however it was noted the patient was still well supported on the impella. The patient was scheduled to verify impella position, however it is unknown if the impella required repositioning. Two days after, on (B)(6) 2023, the patient experienced more episodes of ectopy, however it was noted that the patient was hemodynamically stable. The impella was found to be close to the septum, and the medical team considered repositioning the impella, however it is unknown if the pump was repositioned. It was noted that the patient's overall health was very poor, and the patient had been placed on total parenteral nutrition (tpn) several days prior. On (B)(6) 2023 the patient was noted to still have ectopy episodes, with no noted resolution however the patient was noted to be hemodynamically supported. On (B)(6) 2023, the performance level of the pump was lowered to p-3. And this was noted to improve the patient's ectopy, however when laying flat the patient experienced premature ventricular contractions/ventricular tachycardia. On (B)(6) 2023 it was reported a clot was visualized on the impella 5.5 inlet cage with transesophageal echocardiography that was performed on (B)(6) 2023. It was additionally reported that the patient's heparin had been intermittently withheld due to a low platelet count. The patient's family decided to withdraw care and pursue comfort measures only. The patient expired shortly after care was withdrawn. There is not enough evidence to exclude impella as an associated factor in the patient's demise.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. G1: updated manf. Email address.